Manufacturer narrative:
(B)(4). This complaint for peritonitis-no malfunction or use error is not confirmed. The assignable cause is undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv)and is a clinical report of an observational study from a physician in (B)(6) of peritonitis in a subject coincident with dianeal pd1 therapy. On (B)(6) 2011, the subject experienced peritonitis, which resulted in hospitalization that same day. Treatment was not reported. On (B)(6) 2011, the subject was discharged from the hospital and recovered from the event.

Manufacturer narrative:
(B)(4) the devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.